Event description:
It was reported that during the surgery, after approximately fifteen minutes of use, the universal modular electric/battery double trigger handpiece stopped and it did not restart. There was no report of pt injury associated with the event. It was reported that surgery was delayed by two minutes and the procedure was completed with another device.

Manufacturer narrative:
The device was not returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.